Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found the needle separated from the sensor base. They were unable to confirm if the customer received the sensor in said condition due to customer having returned the sensor opened/used. The complaint was against serter.

Event description:
The customer reported via phone call that last time, she pushed the serter down on the sensor and the needle broke off. Customer stated that she did report the first incident which occurred on (B)(6) 2016. Customer stated that she put the sensor on the countertop and when she pushed the serter down on top of it, she held on to the arms to remove the serter. Customer stated that the needle then broke off but it is possible that the needle retracted into the needle hub assembly. Customer stated that the sensor remained on the pedestal. Customer stated that the hub assembly is not inside the serter and the catch arm is not bent. Customer was advised that the sensor and serter will be replaced and returned for analysis.